Event description:
Customer reported unexpected negative reactions on echo for a patient sample known to contain anti -jka.

Manufacturer narrative:
Reactivity of the jka antigen was confirmed on retention capture-r ready screen (crrs)(3), lot r042. This reagent was used by the customer at the time of the event. Tested the returned sample with retention crrs(3), lot r042 on an in-house echo. Sample exhibited a 1+ reaction with jk(a+b-) and a negative reaction with jk(a+b+). The antibody appears to be exhibiting dosage effect. Tested the returned sample by tube hemagglutination test with retention panoscreen I, ii, and iii, lot 06264 using immuadd, lot 357005-1 as the potentiator. A room temperature (rt) incubation was included. The sample was nonreactive at all phases of testing.the event appears to be releated to the nature of the sample.